Event description:
It was reported by the patient that this right atrial (ra) lead was explanted due to unknown reasons. The patient mentioned that they had t cell issues. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).